Event description:
Procedure: anastomosis. According to the reporter: the staple didn't close perfectly during the operation leading to leaks and no anastomosis. Leakage with complete disruption of the staples, with complete separation of the 2 sides. Re-operation for the patient with colostomy after fifth day.

Manufacturer narrative:
(B)(4).